Event description:
Following the procedure, after having closed the access to the patient and performing a transesophageal echocardiogram, a pericardial effusion was noted. No hemodynamic disturbances were noted. A pericardiocentesis was performed to remove the fluid and the patient was noted to be stable. The physician believed the introducer may have caused a perforation when it was advanced into the coronary sinus. In addition, at that time the patient stated they felt pain.

Event description:
Following the procedure, after having closed the access to the patient and performing a transesophageal echocardiogram, a pericardial effusion was noted. No hemodynamic disturbances were noted. A pericardiocentesis was performed to remove the fluid and the patient was noted to be stable. The physician believed the introducer may have caused a perforation when it was advanced into the coronary sinus. In addition, at that time the patient stated they felt pain. There were no performance issues with the device.

Manufacturer narrative:
Additional information: b5, d1, d4, g3, h2, h3, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.